Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 1007 machine and proximal pressure sensors failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer observed that when the pm (power management) board is changed error code 1007 machine and proximal pressure sensors failed message goes away. The customer is requesting part number and price for replacement pm board. The rse provided part identification for the pm pcba (printed circuit board assembly) board. Investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.